Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. Following the procedure, the patient experienced a vaginal mesh erosion on the right anterior vaginal wall, pain and bleeding for about a year. Additional information will be requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure - age: (B)(6), weight ¿ (B)(6), bmi ¿ (B)(6). Date of initial surgical procedure implanted : - (B)(6) 2012, explanted (B)(6) 2016. What were current symptoms following the index surgical procedure? Onset date? - unknown. Other relevant patient history/concomitant medications: - none. Product code and lot number? - unknown. What is physician¿s opinion as to the etiology of or contributing factors to this event? - unknown. The initial approach for the index surgical procedure? - unknown. Any concurrent procedure/device implantation? - no. Were there any intra-operative complications? - no. When was the mesh exposure first noted by a physician? - unknown. Mesh exposure site/location, symptoms and diagnostic confirmation? - site for mesh ¿ right anterior vaginal wall. Describe medical/surgical intervention for exposure including dates and results - explanted on (B)(6) 2016. What is the patient¿s current status? - unknown. Pt was stable upon discharge.